Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the 840 ventilator had an erratic display. No pt involvement reported. Customer replaced the graphical user interface (gui). Covidien customer support engineer (cse) inspected the device. The device was upgraded from 9.4 to 10.4 the graphical user interface (gui) display. The unit passed extended self-testing.